Event description:
A malfunction occurred with a pump, indicated by a malfunction code despite no notable events preceding it. Customer's blood glucose level did not exceed 500 mg/dl, suggesting there was no adverse impact on the customer's blood glucose level. Although the malfunction code was resettable, the issue persisted after an attempt to reset the pump. As a result, a replacement pump was arranged by technical support and the customer was directed to revert to multiple daily injections (mdi) as a backup therapy. Additionally, instructions were provided for returning the defective pump, and necessary confirmations were made regarding the shipping address and pump storage.